Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the implantable neurostimulator heating in the sunlight was not determined. The patient was programmed using both leads on group a, program 1. The manufacturer representative adjusted programming so that group a was using 1 lead on program 1 and using 1 lead on program 2 as an action to try and resolve the heating sensation. The heating sensation had resolved as of (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manufacturer representative. It was reported that when the patient is in sunlight, they feel that the ins heats up and they feel a hot/burning sensation. It was noted that the patient lost 8 lbs, and the ins site looks different when the patient is sitting than it does when they are standing. The patient felt heat at the ins site at the time of the examination. No further complications are anticipated.